Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and found 1 of 2 sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned sensor opened/used. Unable to confirm needle complaint due to customer did not return needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had needle anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that sensor had no electrode on the sensor. The customer was advised that the sensor will be replace and prepare return envelope.